Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a therapeutic colonoscopy, the severed polyp stalk bled and the poly loop broke off the device. The physician was requested to assist with the procedure and deploying the poly loop snaring device. The physician stated bowel peristalsis had increased due to the unspecified amount of time to get the poly loop ready and another nurse scrubbed in. The patient required more anesthesia. During deployment of the loop, it cut through the stalk of the polyp and the polyp and loop 'shot off' in the bowel. The site began to bleed. A hot snare and hemostatic clips were used to stop the bleeding. The polyp and loop were not retrieved after attempts to locate. There was an unspecified procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: h6, h10. H4: the device was manufactured in june 2021. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: 1) a person who was assisting the procedure pulled the slider too much, and a polyp was mechanically resected. 2) polyp resection was performed mechanically. This caused bleeding. The instructions for use (IFU) states the following: ·the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures. ·operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the loop cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically. ·never use excessive force to operate the instrument. This could damage the instrument. ·do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. ·do not withdraw the instrument or change the angulation of the endoscope before the loop is detached from the instrument. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage. ·do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. Olympus will continue to monitor the field performance of the device.